Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed. The product returned for evaluation was a 4fr s/l groshong nxt catheter in two segments. The catheter contained a complete circumferential break in the extension leg. The break in the tubing occurred in the clear tubing, under the white strain relief sleeve. A statlock retainer was attached to the suture wings on the proximal piece of the two-piece connector. The retainer was completely detached from the statlock pad and the pad was not returned for evaluation. Evidence of adhesive and pieces of the torn pad were seen around the entire perimeter of the retainer. This indicated that the retainer had been properly adhered to the pad during the manufacturing process. It is likely that the damage to the catheter and to the statlock device occurred due to the same event. The break edges of the catheter extension leg were planar with minor jags in the break edges. The break surface contained a dull, finely granular veneer. These characteristics are indicative of a break rather than a cut in the tubing. Tactile evaluation of the catheter revealed tensile weakness in the catheter extension leg. The tensile weakness in the extension leg as well as the characteristics of the break site are indicative of a break due to tensile (pulling) forces. Reportedly, the catheter was removed by a patient with dementia. It is likely that the break was caused when the applied forces exceeded the material strength of the tubing. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm for administration of medicine on (B)(6) 2021. On (B)(6) 2021, it was found that the catheter was removed from the patient's body by himself since the patient with dementia pulled the catheter. It was further reported that the extension tube of the catheter connector was detached from the white sleeve. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted via the right upper arm for administration of medicine on (B)(6) 2021. On (B)(6) 2021, it was found that the catheter was removed from the patient's body by himself since the patient with dementia pulled the catheter. It was further reported that the extension tube of the catheter connector was detached from the white sleeve. There was no reported patient injury.